Manufacturer narrative:
(B)(6). Investigation summary: customer returned (10) 1cc, 12.7mm, 29g syringes in a sealed poly bag from lot # 7009828. Customer states that the syringe broke before injection and drug poured out. All returned syringes were examined and no bent or broken cannula was observed. All samples were also tested and all were able to draw and expel properly without any observed defects. No defects were observed on any of the returned samples. A review of the device history record was completed for batch # 7009828. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for damaged barrel. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe broke before use and heroin leaked from the device. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd micro-fine¿ plus insulin syringe broke before use and heroin leaked from the device. There was no report of exposure, injury, or medical intervention noted.